Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue on their own by changing the infusion set and cartridge and successfully resumed insulin.